Event description:
It was reported that the patient was having an increase in seizures, and the physician referred the patient for generator replacement surgery to get the newest model device. No further relevant information has been received to date.

Event description:
That patient had generator replacement surgery due to battery depletion. The hospital discards explanted product; therefore, no analysis could be performed. No further relevant information has been received to date.